Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information was received during investigational follow up, indicating this device was explanted due to structural valve deterioration with severe pulmonary stenosis and severe pulmonary regurgitation. Patient was reported to be in stable condition post-operatively.

Manufacturer narrative:
(B)(4) structural valve deterioration. Per instructions for use (IFU) for model 3000, the carpentier-edwards perimount magna pericardial bioprosthesis is intended for use in aortic valve replacement. In this case, the device was implanted in the pulmonary position.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 21mm bioprosthetic pulmonary valve, implanted approximately eight (8) years and eleven (11) months, was explanted due to unknown reasons. The explanted device was replaced with a 3300tfx 25mm. Attempts have been made to obtain additional information on the event. Should new information be received, a supplemental will be filed.